Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical engineer at the user facility reported component damage which appeared to be caused by excessive heat. Prior to this observation, the 2008k2 hemodialysis (hd) machine generated a low temperature alarm. A patient was not connected to the machine at the time of the event. The unit was removed from service, and then the biomedical engineer performed a visual examination. The heater rod was found to be "severely scarred," what the biomed described as burned, and the hydrochamber showed visible damage consistent with melting. Follow-up information, provided by the biomed, revealed that at the time the damage was observed no burning smell, fire, or smoke was noted. Both the heater rod and hydrochamber have been replaced, but neither component will be returned for evaluation by the manufacturer. The unit remains at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Although requested, no further information was provided by the biomedical engineer at the user facility. Furthermore, the user facility provided no confirmation as to whether the unit has been repaired and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.